Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the atrial lead and right ventricular lead exhibited noise oversensing causing pacing inhibition and inappropriate mode switch. Both lead were explanted and replaced on (B)(6) 2024. The patient was in stable condition.